Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Are there any photos of the foreign matter available? Yes. Was the product seal on the foil still intact when the package was opened? Yes. Will the device be returned for evaluation? If yes please return all relevant packaging material and please ensure that the shipment. Provide address for shipping to and I can get in mail today. Please provide the source or name of person providing answers to follow-up questions: (B)(6). H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned inside it's packaging opened. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule was broken. This evidences that the pen device was broken. Additionally, one (1) photo was provided with the same condition of the received sample. Addition analytical test was performed in the device and the substance inside of the butyrate tube was confirmed to be silicon of the dermabond fluid. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported on (B)(6) 2026, a topical skin adhesive was used. The pen contained fungal growth inside. It was not opened because the contamination was visible through the cap. There was no patient involvement. Product is available for return. Additional information has been requested.